Manufacturer narrative:
The meter did not confirm for incorrect date and time. However, there is a known malfunction with the precision link software that can lead to incorrect date and time issues when the data is uploaded to a computer. This occurs when results, obtained on a meter with incorrect date and time, are uploaded to precision link. Customers and retailers have been notified through the adc fa21dec2006 letter.

Event description:
A customer reported the date in their precision xtra blood glucose meter arbitrarily resets. It was then additionally identified by adc customer service that they reported to be a user of the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.